Event description:
I am a practicing physician who had lasik surgery in 2016 with bilateral "forever young" lens implants and have continued to have a sensation of concentric fluctuating light rings that have made it difficult to do close work even after over a year and a half. I have followed up with my eye specialists as advised, but am still unable to get any relief. Regular eye exams with dr (B)(6) in (B)(6) with dilated eye exams, also saw retinal specialist as advised and was told everything looked good. Very recently had a different issue with the right eye only and had to have a laser procedure in (B)(6) few weeks ago. Had a motor vehicle accident in mid (B)(6) prior to problem with right eye. The problem with fluctuating light rings in both eyes remains.